Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and colitis ulcerative ('autoimmune diagnosed: ulcerative colitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure treatment was not changed. At the time of the report, the pelvic pain, colitis ulcerative, dyspareunia, abdominal pain, allergic rash, allergic skin reaction, allergy to metals, fatigue, gastrointestinal disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, colitis ulcerative, dyspareunia, fatigue, gastrointestinal disorder, migraine, pelvic pain, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for ulcerative colitis, fatigue, gi conditions, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted (unspecified): yes, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporters were added. Case was upgraded to serious incident. Details of surgery were added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ulcerative ("autoimmune diagnosed: ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, colitis ulcerative, dyspareunia, abdominal pain, allergic rash, allergic skin reaction, allergy to metals, fatigue, gastrointestinal disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, colitis ulcerative, dyspareunia, fatigue, gastrointestinal disorder, migraine, pelvic pain, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for ulcerative colitis, fatigue, gi conditions, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ulcerative ("autoimmune diagnosed: ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), back pain ("mid and lower back pain"), inflammation ("inflammation") and dyshidrotic eczema ("dyshidrotic eczema on neck") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, colitis ulcerative, dyspareunia, abdominal pain, allergic rash, allergic skin reaction, allergy to metals, fatigue, gastrointestinal disorder, migraine, weight increased, back pain, inflammation and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, colitis ulcerative, dyshidrotic eczema, dyspareunia, fatigue, gastrointestinal disorder, inflammation, migraine, pelvic pain, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for ulcerative colitis, fatigue, gi conditions, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes, result not provided. Concerning the injuries reported in this case, the following one were reported via social media: dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event dyshidrotic eczema and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ulcerative ("autoimmune diagnosed: ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), back pain ("mid and lower back pain") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, colitis ulcerative, dyspareunia, abdominal pain, allergic rash, allergic skin reaction, allergy to metals, fatigue, gastrointestinal disorder, migraine, weight increased, back pain and inflammation outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, colitis ulcerative, dyspareunia, fatigue, gastrointestinal disorder, inflammation, migraine, pelvic pain, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for ulcerative colitis, fatigue, gi conditions, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new events ¿ lower and mid back pain, inflammation and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 822369) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ulcerative ("autoimmune diagnosed: ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), back pain ("mid and lower back pain"), inflammation ("inflammation") and dyshidrotic eczema ("dishidrotic eczema on neck") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, colitis ulcerative, dyspareunia, abdominal pain, allergic rash, allergic skin reaction, allergy to metals, fatigue, gastrointestinal disorder, migraine, weight increased, back pain, inflammation and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, colitis ulcerative, dyshidrotic eczema, dyspareunia, fatigue, gastrointestinal disorder, inflammation, migraine, pelvic pain, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for ulcerative colitis, fatigue, gi conditions, migraines, weight gain 3 coils visualized on both side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes, result not provided. Concerning the injuries reported in this case, the following one were reported via social media: dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs received. Reporter's information added.lot no. Were added.rcc added. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 822369) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ulcerative ("autoimmune diagnosed: ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), back pain ("mid and lower back pain"), inflammation ("inflammation") and dyshidrotic eczema ("dishidrotic eczema on neck") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, colitis ulcerative, dyspareunia, abdominal pain, allergic rash, allergic skin reaction, allergy to metals, fatigue, gastrointestinal disorder, migraine, weight increased, back pain, inflammation and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, colitis ulcerative, dyshidrotic eczema, dyspareunia, fatigue, gastrointestinal disorder, inflammation, migraine, pelvic pain, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for ulcerative colitis, fatigue, gi conditions, migraines, weight gain. 3 coils visualized on both side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes, result not provided.. Concerning the injuries reported in this case, the following one were reported via social media: dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.